Event description:
During an endoscopy procedure, the physician used a cook acrobat calibrated tip wire guide. They cannulated using the wire guide with a cook fusion omni-tome. While performing the exchange of the device, the wire guide coating completely stripped behind the 25 cm marker. Nothing was left inside the patient. The physician elected to continue the procedure using a new omni-tome and another MFR's wire guide. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Our evaluation of the returned device confirmed the report. The device was returned with the wire guide still in place, inserted through the catheter of a fusion extraction balloon (likely exchanged over wire guide after sphincterotomy) and exiting the distal end of the wire guide lumen. Because there was a kink at distal end and coating bunched up at the proximal end the wire guide could not be removed without potentially damaging the device further. The wire guide could be advanced enough to visually inspect all of the wire guide. The distal 3 cm of the device has a kink in it and has unraveled and stretched. The outer coating at the distal end have stretched. There is a section of the wire guide between 25 cm and 28 cm from the distal end with exposed core wire where the coating has peeled back onto itself. The catheter of the balloon has been damaged where the wire guide was inserted through. There are several bends in the core wire. Due to the condition of the wire guide and the balloon catheter it cannot be determined if the balloon damaged the wire guide or if the wire guide damaged the catheter. No part of the core wire is missing. Due to the condition of the device it cannot be determined if small sections of the coating is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product line instruct the user to flush the wire guide prior to removal from the wire guide holder. This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. The instructions for use for this product line instruct the user to flush endoscope accessory channel and/or lumen of device with sterile water and for best results, wire guide should be kept wet. This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel can result in damage to the wire guide. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide. Prior to distribution, all acrobat wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.